Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported being diagnosed with a neurological disorder specified as ¿celiac disease¿ and being diagnosed with cancer, specified as ¿malignant melanoma¿ which are not device related. Patient additionally reported the right side as "firm and looks abnormal due to capsular contracture," baker grade iii. Later healthcare professional reported "baker I". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Information contained in this report and previous initial emdr was previously submitted through psr on 07/26/2011 and 10/17/2016. Additional, corrected and/or changed data: b.5, b.7, d.6b, g.2, h.6, h.11.

Event description:
Patient reported being diagnosed with a neurological disorder specified as ¿celiac disease¿ and being diagnosed with cancer, specified as ¿malignant melanoma¿ which are not device related. Patient additionally reported the right side as "firm and looks abnormal due to capsular contracture," baker grade iii. Later healthcare professional reported "baker I". This record is for the right side. Device has been explanted and replaced. Device was discarded.